Manufacturer narrative:
The device was received for evaluation. During functional testing, an air in line error did not occur but was verified through a review of the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a tape peeling. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had multiple air in line errors. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.